Event description:
The depth gauge tip broke off during surgical procedure. Its debris was removed from the patient and a replacement depth gauge was retrieved prolonging procedure by a less than a minute.

Manufacturer narrative:
(B)(4).